Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a continuous audible beep that cannot be cleared. The customer's blood glucose was 244 mg/dl at the time of incident. Troubleshooting found that the beeping could not be cleared with a new battery. No further details given.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book), problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.